Event description:
Customer called to report that fluid was found at the bottom of the coulter lh750 hematology analyzer slidemaker, on the right side beneath the dispense module. Customer could not locate the leak source and requested service. Customer stated that patient samples and results were not affected, and that no one was exposed to or harmed by the leak. On the same day, the field service engineer (fse) inspected the instrument and replaced the leaking tubing at the t-fitting. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).